Event description:
I had quad tendon repair surgery on (B)(6) 2022. I was given/sold a coreflex inc (B)(6) post=op knee orthosis (knee brace) lite foam version (believe model 75-7500) on (B)(6) 2022 by my orthopedic surgeon. The brace continues to slip down my leg and won't fasten correctly. The zip track buttons on the top right side don't hold the strap in place and continue to slide. I told my doctor and was given a replacement on (B)(6) 2022. My identical replacement continues to have the same exact problem. Today I called coreflex at (B)(4) and spoke with (B)(4) in customer service. I described the history above and asked for a replacement. She told me that I have to go through my doctor. I told her that I wanted to log an official formal complaint with her. This seemed foreign to her as she only asked for my email address. I volunteered my name and phone number as well. (I have worked in the medical device industry for over 30 years and have a quality and regulatory background.) I did follow the IFU and ensured that my leg size is appropriate for this particular device. Several pt therapists have told me that this particular leg brace slipping is a common problem. I realize that info is hearsay for this report but this has been the worst part of my recovery. FDA safety report ID # (B)(4).